Event description:
Literature: parr "deep brain stimulation in childhood: an effective treatment for early onset idiopathic generalized dystonia" 2007/92/8/708-11. Case 3 has undergone operations for lead displacement (caused by sliding down stairs); subsequently, the unit required revision due to infection.

Manufacturer narrative:
This report is being submitted following an internal audit.